Event description:
It was reported that bd alaris pump infusion set was broke. The following information was received by the initial reporter with the following verbatim it was reported by customer that tubing broke on patient it was leaking, emptied a bag of fentanyl on the floor. Set had no y sites has tubing and bag. Leaking at "tubing holder" near the top of the device.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.